Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 31 mmol/l. The customer stated that, the reservoir had air and reservoir compartment was wet. The customer is currently in the hospital due to a different issue. Customer gave himself a correction of 25 units and blood glucose did not go down. The customer contacted to doctor for this issue. The device is not expected to be returned for analysis.